Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device showed atrial histogram with a high percentage of atrial high rates, but the number of mode switches and overall atrial burden appeared to be low. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 lead, implanted 2009 (B)(6). (B)(4).